Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. Approximately on (B)(6) 2023, the patient experienced inaccurate cgm values 6 days after the sensor was inserted in the abdomen. The day of the event the patient was reported to have lost consciousness, the cgm reading was high, and the blood glucose reading was around 20 mg/dl. An ambulance was called, and the patient was brought to the hospital where he stayed overnight. The patient was treated with intravenous sugar water IV and was sent home with the next medication: atyplodir 200 mg (2x a day every 12 hours for 7 days), tiprofloxacin (250 mg every 12 hrs for 7 days) and fluconagole (100 mg once a day for 7 days). The patient stayed overnight at the time of the report the patient had stabilized and feeling fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.